Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular (rv) lead t-wave oversensing (twos). The caller inquired how to mitigate therapy for two and programming options were discussed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).